Event description:
It was reported that the rpm speed is misreading. It was noted that the rpm of a rotablator rotational atherectomy system console was not functioning properly and a rpm speed was misreading. There were no complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by manufacturer: the console and foot pedal were returned for analysis in good condition. The unit meets all specifications for the rotablator system functional test with no issues noted with rpm speed display.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the rpm speed is misreading. It was noted that the rpm of a rotablator rotational atherectomy system console was not functioning properly and a rpm speed was misreading. There were no complications reported.